Event description:
Pt was admitted to the hosp in 2005 with chest pain and known history of chronic renal failure, diabetes mellitus, peripheral neuropathy, hypertension and previously on dialysis. Pt was seen the following day for renal consultation. Pt was demonstrating mild to moderate uremic symptoms it was decided to start pt back on dialysis via a left upper extremity a-v fistula. The following day pt started their dialysis procedure at 0700 a.m. Heparin could not be used on this pt. Saline flushes were used. At 0815 the first saline flush of 200cc was administered. Dialysis rn noted air bubbles in venous side. No alarms occurred. The process was stopped and blood flow was withdrawn from the venous needle clearing the line of bubbles. Pt was hooked back up to dialysis but flow had not been started prior to pt complaining of shortness of breath and left sided chest pain. Pt's pulse oxygen dropped to 84%, heart rate 110. Pt was turned to their left side and placed in trendelenberg position, rapid response team was notified, stat EKG was performed as well as stat lab work drawn. Pt was given nitroglycerin 1/150 x2 for chest pain. Patient was transferred to ICU. It was believed that pt sustained an air embolism. Pt's condition did improve. They were discharged from hosp.